Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('fallopian tubes showing chronic inflammation') and pelvic pain ('pelvic pain') in a 31-year-old female patient who had essure (batch no. 627292, 626905, e01917) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included fibromyalgia (not recovered prior to essure), arthritis (not recovered prior to essure), multigravida and multiparous. Previously administered products included for prevent pregnancy: implanon from 2014 to 2016 and implanon from 2011 to 2014; for an unreported indication: mirena and ortho evra. Past adverse reactions to the above products included drug ineffective with mirena. Concurrent conditions included intervertebral disc protrusion since 2017. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced fatigue ("fatigue"), 5 days after insertion of essure. In (B)(6) 2017, the patient experienced genital haemorrhage ("abnormal, heavy bleeding/ abnormal bleeding (general)/bleeding over a month after essure removal"), dyspareunia ("dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("nickel allergy") with rash, female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), mood swings ("mood swings"), libido decreased ("hypoactive sexual desire"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), memory impairment ("memory issues"), cervical polyp ("cervical polyps"), abdominal pain lower ("constant lower abdominal area pain") and uterine pain ("constant uterus pain") and was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient experienced tooth fracture ("dental problems - cracking teeth"). In (B)(6) 2017, the patient experienced coital bleeding ("bleeding after intercourse"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), fibromyalgia ("fibromyalgia") with arthralgia and back pain, arthritis ("arthritis"), abdominal pain ("abdominal and pelvic pain"), procedural pain ("removed my tubes it hurts as hell"), urticaria ("hives"), anxiety ("anxious"), depression ("depressed"), sepsis ("sepsis") and abscess ("abscess"). The patient was treated with antibiotics for topical use, removed from cervix, burned off. And surgery (she underwent bilateral salpingectomy with removal of essure devices on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the salpingitis, pelvic pain, genital haemorrhage, fatigue, dyspareunia, alopecia, weight increased, vaginal haemorrhage, menorrhagia, allergy to metals, female sexual dysfunction, mood swings, tooth fracture, dysmenorrhoea, migraine, headache, nausea, memory impairment, cervical polyp, abdominal pain lower, uterine pain, fibromyalgia, arthritis, abdominal pain, procedural pain, anxiety, depression, sepsis and abscess outcome was unknown and the urticaria had resolved. The reporter provided no causality assessment for salpingitis with essure. The reporter considered abdominal pain, abdominal pain lower, abscess, allergy to metals, alopecia, anxiety, arthritis, cervical polyp, coital bleeding, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, headache, libido decreased, memory impairment, menorrhagia, migraine, mood swings, nausea, pelvic pain, procedural pain, sepsis, tooth fracture, urticaria, uterine pain, vaginal haemorrhage and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: over the next several weeks and months, she sought treatment on multiple occasions for symptoms. The essure device was inserted and 2 coils were seen on the left. On the right following the deployment of the coils, 3 coils were seen in the uterine cavity. The hysteroscope was then removed. The patient tolerated the procedure well. Discrepancy: removal date- (B)(6) 2017, (B)(6) 2017. Diagnostic results: medical background current weight 175 lbs. Approximate weight at the time of essure placement 160 lbs. On (B)(6) 2017, surgical pathology report: fallopian tubes showing chronic inflammation and luminal narrowing. Gross description: separately in the container are two essure coils. Both are stretched. One measures 3 cm in length x 0.1 cm in diameter and the other measures 5.5 cm in length x 0.1 cm in diameter. Concerning the injuries reported in this case, the following ones were described in patient¿s social media posts : procedural pain, coital bleeding, genital hemorrhage (second episode), menorrhagia, vaginal hemorrhage, allergy to metals, back arthritis, fibromyalgia. Lot number:626905 manufacturing date:2013/05 expiration date:2016/05. Lot number:627292 manufacturing date:2008/05 expiration date 2010/05. Lot number:e01917 manufacturing date:2015/08 expiration date 2018/05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ("fallopian tubes showing chronic inflammation"), pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal, heavy bleeding/ abnormal bleeding (general)/bleeding over a month after essure removal") in a 31-year-old female patient who had essure (batch no. 627292, 626905, e01917) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included fibromyalgia (not recovered prior to essure), arthritis (not recovered prior to essure), multigravida and multiparous. Previously administered products included for prevent pregnancy: implanon from 2014 to 2016 and implanon from 2011 to 2014; for an unreported indication: mirena and ortho evra. Past adverse reactions to the above products included drug ineffective with mirena. Concurrent conditions included intervertebral disc protrusion since 2017. On (B)(6)2017, the patient had essure inserted. On (B)(6)2017, the patient experienced fatigue ("fatigue"). In may 2017, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("nickel allergy") with rash, mood swings ("mood swings"), libido decreased ("hypoactive sexual desire"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), memory impairment ("memory issues"), cervical polyp ("cervical polyps"), abdominal pain lower ("constant lower abdominal area pain") and uterine pain ("constant uterus pain") and was found to have weight increased ("weight gain"). In (B)(6)2017, the patient experienced alopecia ("hair loss"). In (B)(6)2017, the patient experienced tooth fracture ("dental problems - cracking teeth"). In (B)(6)2017, the patient experienced coital bleeding ("bleeding after intercourse"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fibromyalgia ("fibromyalgia") with arthralgia and back pain, arthritis ("arthritis"), abdominal pain ("abdominal and pelvic pain"), procedural pain ("removed my tubes it hurts as hell"), urticaria ("hives"), anxiety ("anxious") and depression ("depressed"). The patient was treated with antibiotics for topical use, removed from cervix, burned off. And surgery (she underwent bilateral salpingectomy with removal of essure devices on (B)(6)2017). Essure was removed on (B)(6)2017. At the time of the report, the salpingitis, pelvic pain, genital haemorrhage, fatigue, dyspareunia, alopecia, weight increased, vaginal haemorrhage, menorrhagia, allergy to metals, female sexual dysfunction, mood swings, tooth fracture, dysmenorrhoea, migraine, headache, nausea, memory impairment, cervical polyp, abdominal pain lower, uterine pain, fibromyalgia, arthritis, abdominal pain, procedural pain, anxiety and depression outcome was unknown and the urticaria had resolved. The reporter provided no causality assessment for salpingitis with essure. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, arthritis, cervical polyp, coital bleeding, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, headache, libido decreased, memory impairment, menorrhagia, migraine, mood swings, nausea, pelvic pain, procedural pain, tooth fracture, urticaria, uterine pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: over the next several weeks and months, she sought treatment on multiple occasions for symptoms. The essure device was inserted and 2 coils were seen on the left. On the right following the deployment of the coils, 3 coils were seen in the uterine cavity. The hysteroscope was then removed. The patient tolerated the procedure well. Diagnostic results: medical background current weight 175 lbs. Approximate weight at the time of essure placement 160 lbs. On (B)(6)2017, surgical pathology report: fallopian tubes showing chronic inflammation and luminal narrowing. Gross description: separately in the container are two essure coils. Both are stretched. One measures 3 cm in length x 0.1 cm in diameter and the other measures 5.5 cm in length x 0.1 cm in diameter. Concerning the injuries reported in this case, the following ones were described in patient¿s social media posts : procedural pain, coital bleeding, genital hemorrhage (second episode), menorrhagia, vaginal hemorrhage, allergy to metals, back arthritis, fibromyalgia. Lot number: 626905 manufacture date: 2008/04 expiration date: 2010/03 lot number: 627292 manufacture date: 2008/05 expiration date: 2010/05 lot number:e01917 manufacture date:2015/05 expiration date:2018/05 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality-safety evaluation of product technical compliant. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of salpingitis ("fallopian tubes showing chronic inflammation"), pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal, heavy bleeding/ abnormal bleeding (general)/bleeding over a month after essure removal") in a 31-year-old female patient who had essure (batch no. 627292, 626905, e01917) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's past medical history included fibromyalgia (not recovered prior to essure), arthritis (not recovered prior to essure), multigravida and multiparous. Previously administered products included for prevent pregnancy: implanon from 2014 to 2016 and implanon from 2011 to 2014; for an unreported indication: mirena and ortho evra. Past adverse reactions to the above products included drug ineffective with mirena. Concurrent conditions included intervertebral disc protrusion since 2017. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced fatigue ("fatigue"). In may 2017, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("nickel allergy") with rash, mood swings ("mood swings"), libido decreased ("hypoactive sexual desire"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), memory impairment ("memory issues"), cervical polyp ("cervical polyps"), abdominal pain lower ("constant lower abdominal area pain") and uterine pain ("constant uterus pain"). In june 2017, the patient experienced alopecia ("hair loss"). In july 2017, the patient experienced tooth fracture ("dental problems - cracking teeth"). In august 2017, the patient experienced coital bleeding ("bleeding after intercourse"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fibromyalgia ("fibromyalgia") with arthralgia and back pain, arthritis ("arthritis"), abdominal pain ("abdominal and pelvic pain"), procedural pain ("removed my tubes it hurts as hell"), urticaria ("hives"), anxiety ("anxious") and depression ("depressed"). The patient was treated with antibiotics for topical use, surgery (she underwent bilateral salpingectomy with removal of essure devices on (B)(6) 2017) and alternative therapy (removed from cervix, burned off.). Essure was removed on (B)(6) 2017. At the time of the report, the salpingitis, pelvic pain, genital haemorrhage, fatigue, dyspareunia, alopecia, weight increased, vaginal haemorrhage, menorrhagia, allergy to metals, female sexual dysfunction, mood swings, tooth fracture, dysmenorrhoea, migraine, headache, nausea, memory impairment, cervical polyp, abdominal pain lower, uterine pain, fibromyalgia, arthritis, abdominal pain, procedural pain, anxiety and depression outcome was unknown and the urticaria had resolved. The reporter provided no causality assessment for salpingitis with essure. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, arthritis, cervical polyp, coital bleeding, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, headache, libido decreased, memory impairment, menorrhagia, migraine, mood swings, nausea, pelvic pain, procedural pain, tooth fracture, urticaria, uterine pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: over the next several weeks and months, she sought treatment on multiple occasions for symptoms. The essure device was inserted and 2 coils were seen on the left. On the right following the deployment of the coils, 3 coils were seen in the uterine cavity. The hysteroscope was then removed. The patient tolerated the procedure well. Diagnostic results: medical background. Current weight 175 lbs. Approximate weight at the time of essure placement 160 lbs. On 02-aug-2017, surgical pathology report: fallopian tubes showing chronic inflammation and luminal narrowing. Gross description: separately in the container are two essure coils. Both are stretched. One measures 3 cm in length x 0.1 cm in diameter and the other measures 5.5 cm in length x 0.1 cm in diameter. Concerning the injuries reported in this case, the following ones were described in patient¿s social media posts : procedural pain, coital bleeding, genital hemorrhage (second episode), menorrhagia, vaginal hemorrhage, allergy to metals, back arthritis, fibromyalgia. Lot number: 626905 manufacture date: 2008/04 expiration date: 2010/03 . Lot number: 627292 manufacture date: 2008/05 expiration date: 2010/05 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 31-oct-2018: reporter information was added. The case is medically confirmed. Her historical medication/condition was added. Lab data was added. Essure lot number was added. Per medical record event: fallopian tubes showing chronic inflammation was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal, heavy bleeding/ abnormal bleeding (general)/bleeding over a month after essure removal") in a 31-year-old female patient who had essure (batch no. 627292,626905) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's past medical history included fibromyalgia (not recovered prior to essure) and arthritis (not recovered prior to essure). Previously administered products included for prevent pregnancy: implanon from 2014 to 2016 and implanon from 2011 to 2014. Concurrent conditions included intervertebral disc protrusion since 2017. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced fatigue ("fatigue"). In (B)(6) 2017, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("nickel allergy") with rash, mood swings ("mood swings"), libido decreased ("hypoactive sexual desire"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), memory impairment ("memory issues"), cervical polyp ("cervical polyps"), abdominal pain lower ("constant lower abdominal area pain") and uterine pain ("constant uterus pain"). In (B)(6) 2017, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient experienced tooth fracture ("dental problems - cracking teeth"). In (B)(6) 2017, the patient experienced coital bleeding ("bleeding after intercourse"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fibromyalgia ("fibromyalgia") with arthralgia and back pain, arthritis ("arthritis"), abdominal pain ("abdominal and pelvic pain"), procedural pain ("removed my tubes it hurts as hell"), urticaria ("hives"), anxiety ("anxious") and depression ("depressed"). The patient was treated with antibiotics for topical use, surgery (bilateral salpingectomy with removal of essure devices on (B)(6) 2017) and alternative therapy (removed from cervix, burned off.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, dyspareunia, alopecia, weight increased, vaginal haemorrhage, menorrhagia, allergy to metals, female sexual dysfunction, mood swings, tooth fracture, dysmenorrhoea, migraine, headache, nausea, memory impairment, cervical polyp, abdominal pain lower, uterine pain, fibromyalgia, arthritis, abdominal pain, procedural pain, anxiety and depression outcome was unknown and the urticaria had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, arthritis, cervical polyp, coital bleeding, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, headache, libido decreased, memory impairment, menorrhagia, migraine, mood swings, nausea, pelvic pain, procedural pain, tooth fracture, urticaria, uterine pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: over the next several weeks and months, she sought treatment on multiple occasions for symptoms. Diagnostic results: medical background current weight 175 lbs. Approximate weight at the time of essure placement 160 lbs. Concerning the injuries reported in this case, the following one/ones were described in patient¿s social media posts : procedural pain, coital bleeding, genital haemorrhage (second episode). Most recent follow-up information incorporated above includes: on 25-jul-2018: received plaintiff fact sheet and social media posts. Added patient's height and date of birth. Added relevant history.updated essure's indication, therapy dates and batch numbers. Added treatment drugs. Added onset date for genital haemorrhage, dyspareunia, rash, fatigue, alopecia, weight increased.added events vaginal haemorrhage, menorrhagia, allergy to metals, female sexual dysfunction , mood swings , libido decreased, tooth fracture, dysmenorrhoea, migraines, headache, nausea, memory impairment, cervical polyp, abdominal pain lower, arthralgia, uterine pain, arthritis , fibromyalgia, device monitoring procedure not performed, procedural pain, coital bleeding.updated outcome for urticaria. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal, heavy bleeding/ abnormal bleeding (general)/bleeding over a month after essure removal") in a 31-year-old female patient who had essure (batch no. 627292,626905) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's past medical history included fibromyalgia (not recovered prior to essure) and arthritis (not recovered prior to essure). Previously administered products included for prevent pregnancy: implanon from 2014 to 2016 and implanon from 2011 to 2014. Concurrent conditions included intervertebral disc protrusion since 2017. On (B)(6)2017, the patient had essure inserted. On (B)(6)2017, the patient experienced fatigue ("fatigue"). In (B)(6)2017, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("nickel allergy") with rash, mood swings ("mood swings"), libido decreased ("hypoactive sexual desire"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), memory impairment ("memory issues"), cervical polyp ("cervical polyps"), abdominal pain lower ("constant lower abdominal area pain") and uterine pain ("constant uterus pain"). In (B)(6)2017, the patient experienced alopecia ("hair loss"). In (B)(6)2017, the patient experienced tooth fracture ("dental problems - cracking teeth"). In (B)(6)2017, the patient experienced coital bleeding ("bleeding after intercourse"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fibromyalgia ("fibromyalgia") with arthralgia and back pain, arthritis ("arthritis"), abdominal pain ("abdominal and pelvic pain"), procedural pain ("removed my tubes it hurts as hell"), urticaria ("hives"), anxiety ("anxious") and depression ("depressed"). The patient was treated with antibiotics for topical use, surgery (bilateral salpingectomy with removal of essure devices on (B)(6)2017) and alternative therapy (removed from cervix, burned off.). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, dyspareunia, alopecia, weight increased, vaginal haemorrhage, menorrhagia, allergy to metals, female sexual dysfunction, mood swings, tooth fracture, dysmenorrhoea, migraine, headache, nausea, memory impairment, cervical polyp, abdominal pain lower, uterine pain, fibromyalgia, arthritis, abdominal pain, procedural pain, anxiety and depression outcome was unknown and the urticaria had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, arthritis, cervical polyp, coital bleeding, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, headache, libido decreased, memory impairment, menorrhagia, migraine, mood swings, nausea, pelvic pain, procedural pain, tooth fracture, urticaria, uterine pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: over the next several weeks and months, she sought treatment on multiple occasions for symptoms. Diagnostic results: medical background. Current weight 175 lbs. Approximate weight at the time of essure placement 160 lbs. Concerning the injuries reported in this case, the following one/ones were described in patient¿s social media posts : procedural pain, coital bleeding, genital haemorrhage (second episode). Lot number: 626905, manufacture date: 2008/04, expiration date: 2010/03. Lot number: 627292, manufacture date: 2008/05, expiration date: 2010/05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('fallopian tubes showing chronic inflammation') and pelvic pain ('pelvic pain') in a 31-year-old female patient who had essure (batch no. 627292, 626905, e01917) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included fibromyalgia (not recovered prior to essure), arthritis (not recovered prior to essure), multigravida and multiparous. Previously administered products included for prevent pregnancy: implanon from 2014 to 2016 and implanon from 2011 to 2014; for an unreported indication: mirena and ortho evra. Past adverse reactions to the above products included drug ineffective with mirena. Concurrent conditions included intervertebral disc protrusion since 2017. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced fatigue ("fatigue"), 5 days after insertion of essure. In (B)(6) 2017, the patient experienced genital haemorrhage ("abnormal, heavy bleeding/ abnormal bleeding (general)/bleeding over a month after essure removal"), dyspareunia ("dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("nickel allergy") with rash, female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), mood swings ("mood swings"), libido decreased ("hypoactive sexual desire"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), memory impairment ("memory issues"), cervical polyp ("cervical polyps"), abdominal pain lower ("constant lower abdominal area pain") and uterine pain ("constant uterus pain") and was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient experienced tooth fracture ("dental problems - cracking teeth"). In (B)(6) 2017, the patient experienced coital bleeding ("bleeding after intercourse"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), fibromyalgia ("fibromyalgia") with arthralgia and back pain, arthritis ("arthritis"), abdominal pain ("abdominal and pelvic pain"), procedural pain ("removed my tubes it hurts as hell"), urticaria ("hives"), anxiety ("anxious"), depression ("depressed"), sepsis ("sepsis") and abscess ("abscess"). The patient was treated with antibiotics for topical use, removed from cervix, burned off. And surgery (she underwent bilateral salpingectomy with removal of essure devices on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the salpingitis, pelvic pain, genital haemorrhage, fatigue, dyspareunia, alopecia, weight increased, vaginal haemorrhage, menorrhagia, allergy to metals, female sexual dysfunction, mood swings, tooth fracture, dysmenorrhoea, migraine, headache, nausea, memory impairment, cervical polyp, abdominal pain lower, uterine pain, fibromyalgia, arthritis, abdominal pain, procedural pain, anxiety, depression, sepsis and abscess outcome was unknown and the urticaria had resolved. The reporter provided no causality assessment for salpingitis with essure. The reporter considered abdominal pain, abdominal pain lower, abscess, allergy to metals, alopecia, anxiety, arthritis, cervical polyp, coital bleeding, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, headache, libido decreased, memory impairment, menorrhagia, migraine, mood swings, nausea, pelvic pain, procedural pain, sepsis, tooth fracture, urticaria, uterine pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: over the next several weeks and months, she sought treatment on multiple occasions for symptoms. The essure device was inserted and 2 coils were seen on the left. On the right following the deployment of the coils, 3 coils were seen in the uterine cavity. The hysteroscope was then removed. The patient tolerated the procedure well. Discrepancy: removal date- (B)(6) 2017. Diagnostic results: medical background. Current weight 175 lbs. Approximate weight at the time of essure placement 160 lbs. On (B)(6) 2017, surgical pathology report: fallopian tubes showing chronic inflammation and luminal narrowing. Gross description: separately in the container are two essure coils. Both are stretched. One measures 3 cm in length x 0.1 cm in diameter and the other measures 5.5 cm in length x 0.1 cm in diameter. Concerning the injuries reported in this case, the following ones were described in patient¿s social media posts : procedural pain, coital bleeding, genital hemorrhage (second episode), menorrhagia, vaginal hemorrhage, allergy to metals, back arthritis, fibromyalgia. Lot number: 626905, manufacture date: 2008/04, expiration date: 2010/03. Lot number: 627292, manufacture date: 2008/05, expiration date: 2010/05. Lot number:e01917, manufacture date:2015/05, expiration date:2018/05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2020: pif received: new events- abscess, sepsis were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal, heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6), the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), abdominal pain ("abdominal and pelvic pain"), fatigue ("fatigue"), weight increased ("weight gain"), urticaria ("hives"), rash ("rashes"), alopecia ("hair loss"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (she was required to undergo a surgical procedure with removal of essure). Essure was removed in (B)(6). At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, abdominal pain, fatigue, weight increased, urticaria, rash, alopecia, anxiety and depression outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, dyspareunia, fatigue, genital haemorrhage, pelvic pain, rash, urticaria and weight increased to be related to essure. The reporter commented: over the next several weeks and months, she sought treatment on multiple occasions for symptoms. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.